Event description:
Hcp reported that in 2003, the patient was shooting gophers in their back yard with their hand gun when patient dropped the gun and it went off. The bullet grazed their knee and hit their pump and landed on the ground. After the accident, the patient had their pump interrogated. The pump appeared to be functioning properly so the physician did a dye study to check patency of the catheter. The catheter was also functioning properly. The physician programmed a priming bolus in the amount of .26ml over 20 minutes. The patient returned to the physician's office the next day with a fever of 99.7 and the physician said the patient "didn't look so good." Upon interrogation of the pump, he found the pump in stopped pump mode. It was found that the physician did not program a simple continuous mode to follow the priming bolus. The pump had been in stopped pump mode since the previous day, following the prime. A follow up report will be sent when additional information is obtained.